Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11.the device was returned to the factory for evaluation on 08/15/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. An investigation was conducted on 08/22/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device as well as the photographic evaluation, the reported failure "material twisted/ bent wire" was confirmed.a lot history record review was not completed as there was no hospital reported. So therefor no ship history was completed.

Event description:
N/a.

Event description:
The hospital reported that vasoview hemopro 2 wire inside the jaws was proud and not intact. There was no patient involvement. Photo provided by complainant shows the metal wire separated from the jaws. There is no evidence of blood.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.